Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The hiv duo reagent lot number and expiration date were not provided. The elecsys hiv combi pt reagent lot number is 840005 with an expiration date of 31-aug-2026. The elecsys hbsag ii reagent lot number is 834976 with an expiration date of 31-aug-2026. The calibration was acceptable. A general reagent issue was excluded. The field service representative performed maintenance, replaced cells, adjusted the water flow, and inspected the equipment. He performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable test results for 2 patient sample on a cobas e 411 analyzer (rack system). The affected assays were elecsys hbsag ii, elecsys hiv combi pt, and elecsys hiv duo. The initial hbsag result was 1.74 coi (reactive), and the initial hiv combi result was 1.14 coi (reactive). The results didn't match the patient's clinical history, and the sample was repeated. The sample was repeated on another module (cobas pure e402). The repeated hbsag result was 0.21 coi (non-reactive), and the hiv duo result was 0.19 coi (non-reactive). The sample was repeated on the cobas pure e402 again, and the results were both non-reactive. The numerical results for the second repeat were not provided. The expected results for this patient were non-reactive.